Event description:
It was reported that the atrial lead spontaneously perforated the lateral wall of the right atrium. The lead was partially removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.